Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas inline valve was separated from the abdominal catheter after implantation. The valve was implanted to the patient via lp-shunt with setting 7, due to normal pressure hydrocephalus. It was reported that separation of the cavity catheter occurred. The revision surgery was performed with a new cavity catheter and valve. The lumbar catheter was left as is in the patient¿s body. The separated abdominal cavity catheter was not removed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The position of the cam when valve was received was at setting 5. The valve was visually inspected: marks were noted in the proximal connector. No catheters were returned for investigation. A review of manufacturing records found no discrepancies when the device was released to stock. The root cause for the disconnection of the catheter could not be determined as the catheters were not returned for investigation. The root cause of the marks in the connector could be due to a sharp or pointed object coming into contact with the connector but this could not be conclusively determined. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.